Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing leaked in the same place as other reported events during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the pca set leaking was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.456 inches long. The luer was inspected under magnification; no stress marks were observed. Functional testing confirmed leaking through the crack. The root cause of this failure was not identified.